Manufacturer narrative:
During motor rewind, the unit returned a no motor movement or negligible movement. Retries to free a stuck motor failed error. After further review, the pump error is due to a combination of corrosion on the home motor switch, dried insulin on the motor slide, and a jammed gearbox. Unable to perform the displacement, prime/seating, basic occlusion, force sensor, and occlusion tests due to the recurring pump error. The s/n label located between the belt clip rails is missing. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm after rewind. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.